Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint. One side of the anchor has broken at its proximal end where it interfaces with the inserter. The inner shaft is bent. The condition of the device indicates axial alignment was not maintained during insertion of the anchor causing the reported breakage. Per the devices instructions for use ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith + nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. A review of the manufacturing records and complaint data base was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor cracked. The pieces were removed with tweezers. A backup device was available to complete the procedure with no patient injuries. Surgical delay greater than 30 minutes were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.